Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(6), ubd: 24-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the new dbs implantation procedure, a red error message indicating that the configuration could not be confirmed was displayed after attempting to measure the impedance using the lead test cable after lead insertion. Although the connection between the lead and test cable was checked, reconnected, and the external stimulator was restarted, measurements could not be made. A defect/connection failure between the initial test cable and lead were suspected but it could not be determined which part of the connection failure occurred on the spot, so the lead and test cable were replaced. Measurements could then be taken as usual and impedance were within the normal range. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID b3300542m, serial# (B)(6). Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.